Manufacturer narrative:
Reported event was confirmed by review of medial records noting that the patient presented to ER due to hip dislocation. The ER doc was able to get the hip relocated on the 2nd try. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 11-107323 ¿ freedom liner ¿ 463300; 106054 ¿ shell ¿ 345600; 103200 - taperloc stem ¿ 143910. Customer has indicated that product will not be returned to zimmer biomet for the investigation as the product remains implanted at this time. The investigation is in process and a follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00378.

Event description:
It was reported that patient underwent a right hip revision approximately 3 months post implantation and a second revision approximately 13 years later. Subsequently, the patient reports experiencing a dislocation approximately 6 months after the second revision. A closed reduction was performed in the ER. No additional revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.